Manufacturer narrative:
A review of the device history records for the finished good lots including sterility records, did not identify any quality issues during the manufacturing, in-process or final inspection processes. There are no other complaints reported for the lot. To date the samples have not been received by surgical specialties corporation for root cause and failure analysis. There were no retained or sterile samples available for review. Without reviewing and testing the complaint device, receiving details or photographs of the incision/post-operative condition or receiving pertinent details regarding storage and handling of the device as well as exposure time prior to use, pre-operative preparation of the device, procedure performed, surgeon's technique, patient¿s pre-existing health conditions/allergies, post-operative instructions or events that may have occurred and/or contributed to the reported event a definitive root cause cannot be determine at this time. In vivo studies demonstrate that quill¿ monoderm¿ device retains approximately 42%-62% of its original strength 7 days post implantation and approximately 27%-47% of its original tensile strength at 14 days post implantation. Absorption of quill¿ monoderm¿ device is essentially complete between 90 and 120 days. Indications quill¿ monoderm¿ device is indicated. Adverse events including wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abscess/leakage during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise and heavy lifting.

Event description:
The end user reported the suture absorbed too quickly. It was reported that the patient underwent lpd (laparoscopic pancreaticoduodenectomy) surgery on (B)(6) 2020. After about 20 days, the patient underwent the second surgery due to biliary leakage and it was found that there was no suture or remnants in the abdominal cavity. The customer suspects it is due to early absorption. Another suture was used to close the incision. The patient is reportedly stable now.